Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was device discomfort. It was noted that the patient had recently had a battery replacement, but had noted discomfort when moving around. It was noted that the patient underwent surgery and another incision was made where there was more subcutaneous tissue and a pocket was created. It was noted that the device was repositioned within the new pocket. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.